Event description:
A 101-764 nitanium palatal expander was returned to ortho organizers from our foreign distributor with a notice that the device broke in the patient's mouth. All pieces of the device were present and accounted for in the returned package, verifying the patient did not ingest any portion of the broken device. No required medical intervention or adverse impact on the patient's health was reported.

Manufacturer narrative:
Evaluation summary: visual examination of the failed nitanium palatal expander showed that the ortholoy arm (wire) has broken, where it comes out of the end insert. Failure analysis using a scanning electron microscope (sem) revealed multiple fracture origins due to lateral flexure of the ortholoy arm. Root cause analysis was performed by reviewing the (I) failure analysis data (ii) material physical properties and (iii) past performance history of the device. It was determined that the most probable failure cause was due to decrease in the elongation and ductility of the ortholoy arm as-received from the vendor. To remedy this situation, the following actions have been undertaken: two proof-testing steps have been added to the manufacturing process to eliminate potentially brittle appliances. Entire stock of ortholoy wires has been annealed to increase the elongation and ductility. Tensile strength and elongation specifications for the incoming ortholoy wire has been changed and the supplier has been notified. We have been marketing these appliances for over 10 years. The breakage rate of ortholoy arms is an event with a low rate of occurrence (less than 0.02%).